Event description:
Reference number (B)(4). Event occurred in the united sates. It was reported that patient faced an infusion flow block alarm on (B)(6) 2024. The blockage was located at the tubing. No further information available.